Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root causes were determined to be due to improper maintenance and improper handling, which is user error, misuse, and/or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the coupling tool side of the compact air drive device was not functioning and was defective. It was further determined that the motor seized, jammed and was moving heavily. It was further determined that the device failed pretest for check starting behavior, check for excessive noise, check for untrue running, check triggers for forward/reverse mode, check for air leak, check reverse locking mechanism, check attachment coupling with attachments, check cannulation, check the attachment coupling and general condition. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.